Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The root cause cannot be determined conclusively the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported that during the phacoemulsification portion of a laser assisted cataract procedure, a posterior capsule rent occurred. A vitrectomy was performed. Incision was enlarged and a posterior capsular intraocular lens was placed in the sulcus. Sutures were applied.